Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached over 250 mg/dl while wearing the pod for over 72 hours. The patient removed the pod from the infusion site in the morning. The patient reports the pod had expired but their personal diabetes manager (pdm) did not notify the patient of the expired pod. Symptoms reported include hyperglycemia, vomiting , cramping and a hard heartbeat. The patient applied a new pod and administered a boluses. Once at the hospital the patient had lab work, blood work and a metabolic panel performed as well as an electrocardiogram (EKG) and 12 lead EKG. In addition the patients glucose was checked. The patient received intravenous fluids with saline and medication. The patient was prescribed promethazine to be taken for nausea. The patient was released from the hospital after 6 to 7 hours.